Event description:
It was reported that the patient presented to the ER after receiving a patient notifier. Upon interrogation, an alert for non-sustained lead noise was observed. The non-sustained lead noise was due to sensing delay between near field and far field noted on egms and occurring on the vt cut off rate. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.